Manufacturer narrative:
The product was not returned for evaluation. The reporter was unsure if the cannula was properly seated in the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ent450 17845-5c-aw rev a 10/17 changing your pod 3 / page 34 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Changing your pod 3 / page 23 warning: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Checking your blood glucose 4 / page 36 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 20.6 mmol/l (371 mg/dl) while wearing the pod for over 48 hours on the abdomen. Patient was participating in athletic activities and his bg levels continued to rise. Afterwards, he decided to replace the pod with a new one. The patient was unsure if the cannula was properly seated in the infusion site. In addition to replacing the pod, patient administered himself a manual injection of insulin and his bg levels started to go down.